Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "inadequate component (pump and relief valve) selection". The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "purewick urine collection system base with power cord ¿ initial wipe: wipe the purewicktm urine collection system base and power cord thoroughly with a clean low lint cloth dampened with cool tap water. Remove any excess dirt by wiping the device with disposable low lint wipes. ¿ cleaning: prepare a soapy solution by mixing 1 teaspoon (approximately 5 ml) of dish soap with 1 gallon (approximately 4 l) of cool tap water. Completely wet a clean low lint cloth with the solution and wipe down the purewicktm urine collection system base and power cord. Allow the cleaning solution to remain on the device and power cord for a minimum of ten minutes, ensuring that the device and power cord remains wet for the ten minutes. Using a soft brush (e.g. Toothbrush), brush all accessible areas of the purewicktm urine collection system base and power cord for a minimum of one minute to remove any visible signs of debris or dirt. ¿ rinse: using a new clean low lint cloth, wipe the purewicktm urine collection system base and power cord thoroughly with cool tap water to remove the soap cleaning solution. Perform this step until there is no visible sign of the soap cleaning solution. ¿ visual inspection: inspect the purewicktm urine collection system base and power cord to ensure that all debris and dirt have been removed. If there is any sign of debris or dirt, repeat the steps above until there is no sign of debris or dirt remaining on the purewicktm urine collection system base and power cord. ¿ disinfection: use 70 percent isopropyl alcohol (ipa) to completely wet a clean low lint cloth and wipe down the purewicktm urine collection system base and power cord. Allow the disinfecting solution to remain on the device and power cord for a minimum of ten minutes, ensuring the unit is visibly wet with ipa for ten minutes. ¿ rinse: using a new clean low lint cloth, wipe the purewicktm urine collection system base and power cord thoroughly with cool tap water to remove the disinfecting solution. ¿ drying: dry the purewicktm urine collection system base and power cord with a clean low lint towel or cloth. Canister and canister lid (single user) ¿ initial rinse: rinse the canister and lid thoroughly with cool tap water. While rinsing, remove any excess dirt by wiping the canister and lid with disposable low lint wipes. ¿ cleaning: prepare enzymatic cleaner solution (e.g. Enzol enzymatic cleaner or equivalent) following the manufacturer¿s recommendation of 1 oz. (Approximately 29 ml) per gallon (approximately 4 l) of warm tap water (ratio and water temperature per manufacturer's recommendation if applicable). Completely submerge the canister and lid in the solution and allow it to soak for a minimum of ten minutes. While the canister and lid are submerged, use a soft bristle brush (e.g. Toothbrush) to brush all accessible areas of the canister and lid for a minimum of one minute to remove any visible signs of debris or dirt. ¿ rinse: rinse the canister and the lid thoroughly with cool tap water until there is no visible sign of the enzymatic cleaning solution. ¿ visual inspection: inspect the canister and the lid to ensure that all debris and dirt have been removed. If there is any sign of debris or dirt, repeat the steps above until there is no sign of debris or dirt remaining on the canister and lid. ¿ drying: dry the canister and lid with a clean low lint towel or cloth. ¿ disinfection: fully submerge the canister and lid in 70 percent isopropyl alcohol (ipa). Allow it to sit for a minimum of ten minutes. ¿ rinse: rinse the canister and the lid thoroughly with cool tap water. ¿ drying: dry the canister and lid with a clean low lint towel or cloth. " h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the purewick urine collection system had continuous suction that was never shut off, which caused skin irritation to the patient. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick urine collection system had continuous suction that was never shut off, which caused skin irritation to the patient. No medical intervention was reported.